Event description:
A us spontaneous report was received regarding a female consumer of unknown age and race: "I am calling about the dr. Scholl's freeze away 12 treatments. I got second degree burns from using it. I read all the instructions correctly. I went to the doctor for this already. The can went bananas while I was using it. It wouldn't stop spraying. The doctor said I would be scarred for life. This incident happened three weeks ago. The wound on my stomach is healing but taking a long time. I was using the freeze away on a mole on my stomach. The freeze away took off the top two layers of the skin. Maybe the can was defective. It just wouldn't stop spraying. I tried to depressurize it and it wouldn't stop... I went to the doctor on (B)(6) 2011. The incident occurred on (B)(6) 2011. A registered nurse helped me keep the burn from becoming infected. I get pain in my stomach every once in a while due to this burn." The lot number was 9g01akk with an expiration date of june 2011.

Manufacturer narrative:
(B)(4), 2011 update quality report received: conclusion: complaint could not be verified. The complaint sample was not returned for evaluation. Based on the investigation performed by the site, there is no evidence to suggest that the quality of the batch contributed to the consumer's experience. This is the first complaint of this nature received for lot 9g01akkb. No further action is warranted at this time. Update (B)(4) 2011 - letter from attorney office. No new information received. Update (B)(4) 2011 - received letter/notice from law firm. It was noted in the records that the consumer used the product for the purpose of removing a wart and "used it in accordance with the instructions provided in the packaging". Note: on the initial contact, the consumer reported that she used it on a mole on her stomach. The label for dr. Scholl's freeze away common and plantar wart remover clearly states "do not use on moles", :use on these areas may cause burns and permanent scarring of the skin", and "use freeze away only if you are sure the skin condition is a common wart or plantar wart."